Event description:
Patient was receiving tpn infusion at a rate of 45 ml/hr. A new infusion bag was hung and the IV pump's volume setting was changed accordingly. The rate was allegedly unchanged, but 45 minutes later, the patient became confused and tachypneic. The pump was found to be operating at 700 ml/hr. The pump was discontinued and sent for inspection. Insulin therapy was started and lab tests were sent on the patient to compensate for the over-infusion. The patient recovered.